Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event and diagnostic testing results has been requested. No additional information is available at this time. Reason for reoperation: "liquid inside" breast.

Event description:
Healthcare professional reports "liquid inside both breasts. Breasts are huge." Side unspecified. Device remains implanted.

Event description:
Healthcare professional reports "liquid inside both breasts. Breasts are huge." Later reported left side pain, breast edema. Inflammation/irritation, and hardening. Additionally reported "aspiration of seromic fluid that reported bacteriological resulted in gram positive cocci, bacilli, anaerobic flora, fungi". Patient representative reported "pain in knee joints, elbows, rheumatic pain...fatigue, loss of sensation of the fingers and skin allergies, cognitive impairment, numb and cold [on fingers], signs of thin sheets of liquid infiltrating [in elbow], schoenfeld syndrome or asia syndrome, raynaud syndrome, lupus, disform, swollen'' and cyst in thyroid which are not device related. The device has been explanted.

Manufacturer narrative:
The event of "infection (late onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Fi summary: with the information collected during the investigation, there is enough evidence to support that device serial number 20267203 was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period was noted an outlier. An additional analysis was performed to determine any pattern or any similarities relation between pr¿s involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, it was found that a sealer and a sterilizer were involved in more than one occasion in those processes, however calibrations, maintenance and the validation of the equipment involved were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. During the trend review of all molds complaints, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. Device evaluation: the device related to the reported event of seroma-late, visibility/palpability, pain, inflammation/irritation, autoimmune/connective tissue disorders ¿ ndr, pain ¿ ndr, varied injuries ¿ ndr, sensation increase/decrease, cyst ¿ ndr, lupus ¿ ndr, raynauds phenomenon ¿ ndr, malaise ¿ ndr, allergic reaction/hypersensitivity - delayed ¿ ndr, and infection (late onset) ¿ seroma-late: unable to observe as it is a medical event that is not related to the device. ¿ visibility/palpability: unable to observe as it is a medical event that is not related to the device. ¿ pain: unable to observe as it is a medical event that is not related to the device. ¿ inflammation/irritation: unable to observe as it is a medical event that is not related to the device. ¿ autoimmune/connective tissue disorders ¿ ndr: not applicable as the event is non device related. ¿ pain ¿ ndr: not applicable as the event is non device related. ¿ varied injuries ¿ ndr: not applicable as the event is non device related. ¿ sensation increase/decrease: unable to observe as it is a medical event that is not related to the device. ¿ cyst-ndr: not applicable as the event is non device related. ¿ lupus ¿ ndr: not applicable as the event is non device related. ¿ raynauds phenomenon ¿ ndr: not applicable as the event is non device related. ¿ malaise ¿ ndr: not applicable as the event is non device related. ¿ allergic reaction/hypersensitivity - delayed ¿ ndr: not applicable as the event is non device related. ¿ infection (late onset): unable to observe as it is a medical event that is not related to the device. Additional observations: ¿ deformation is observed.

Manufacturer narrative:
DHR/fi noted: review of sterilization and seal strength records related  did not identified any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable.

Event description:
Healthcare professional reports "liquid inside both breasts. Breasts are huge." Additional information: left side pain, breast edema. Inflammation/irritation, and hardening. The device has been explanted. Patient representative reported "pain in knee joints, elbows, rheumatic pain...fatigue, loss of sensation of the fingers and skin allergies, cognitive impairment, numb and cold [on fingers], signs of thin sheets of liquid infiltrating [in elbow]...shoenfeld syndrome or asia syndrome... Raynoud syndrome...lupus.... Disform... Swollen'' and cyst in thyroid.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: b.5, d.7, g.3., h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., b.7., d.7., h.6. The event of infection (late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: infection (late onset).

Event description:
Healthcare professional reports "liquid inside both breasts. Breasts are huge." Additional information: left side pain, breast edema. Inflammation/irritation, and hardening. The device has been explanted. Patient representative reported "pain in knee joints, elbows, rheumatic pain...fatigue, loss of sensation of the fingers and skin allergies, cognitive impairment, numb and cold [on fingers], signs of thin sheets of liquid infiltrating [in elbow]...shoenfeld syndrome or asia syndrome... Raynoud syndrome...lupus.... Disform... Swollen'' and cyst in thyroid.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information: left side pain, breast edema, inflammation/irritation, and hardening.